Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at l1 to treat a primary osteoporotic vertebral compression fracture. It was reported that the balloon ruptured during inflation and contrast media leaked inside the patient. According to the report, the "volume was about 3.0cc when the balloon ruptured" and no balloon fragments were left in the patient. After the rupture, the surgeon suctioned out the contrast media using the inflatable bone tamp (ibt) and cleaned out the vertebral body with isotonic sodium chloride solution. It was also reported that "the bone quality was hard". There were no changes in the vital signs and no allergic symptoms during the event. The procedure was completed successfully and the patient is reportedly "doing well at post-op".

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.